Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was not charging at the device base. There was patient involvement, however no reported health consequences or impact.